Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI # - (B)(4).

Event description:
It is reported that the device was inoperable during surgery. The surgeon alleges serious injury to the patient and a 30 minute delay in surgery.

Manufacturer narrative:
Upon review of the complaint, there was no serious injury identified with the event, and this has not been a previously reported malfunction that is likely to lead to a serious injury. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned the gearbox is seized. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.